Manufacturer narrative:
A specific root cause could not be determined as no product was received for investigation. No information was provided that would point to a cause for the result discrepancy or the error messages.

Manufacturer narrative:
(B)(4).

Event description:
The nurse received temperature errors and received questionable results from coaguchek xs meter serial number (B)(4) for one patient. The nurse stated she had the meter and strips in her car and it was very warm on the day of the event. She was advised to remove the strip guide cover and allow the meter to cool. She inserted a strip and got a strip error. She reinserted the same strip with the meter powered off and the meter showed a strip error. She then inserted a new strip, the code appeared, and she was able to test the patient with a result of >8.0 inr. The nurse stated "that didn't feel right". The patient's last inr was at 3.0 inr in the ER on (B)(6) 2017 for a broken finger, unrelated to her inr. She retested the patient with a fresh finger and the result was 5.4 inr. Neither result was believed to be correct. No treatment was provided, delayed or withheld based on a result or the use of the meter. The nurse intended to contact the cardiologist before taking action and intended to send the patient to the laboratory for testing if the doctor agreed. There was no adverse event. The patient had no known hematocrit issues, no known antiphospholipid antibodies, and no other blood thinners. The patient's diet was consistent and there were no differences in health. The nurse stated the patient's coagulation appeared to be good and took less than a minute to stop bleeding. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 168934-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.